Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
Philips received a complaint on the dfm100 indicating that it does not detect spoons. There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
Philips received a complaint on the dfm100 indicating that the external paddles were not detected. There was no patient involvement. The customer requested that a philips field service engineer (fse) be dispatched to the customer site to perform tests. Based on the information available and the testing conducted, the cause of the reported problem was defective external paddles. The device was operational after the replacement of the external paddles was completed. The device successfully passed all required testing and remains at the customer's site. No further action is required at this time.